Event description:
It was reported that a patient underwent an uneventful da vinci-assisted inguinal hernia repair without any intra-operative complications. The patient was noted to have extensive adhesions and adhesiolysis was performed or bedside before placing ports for the robotic procedure. Post-operatively, the patient was discharged home as planned. The surgeon informed the intuitive surgical clinical sales representative (csr) that several days after being discharged, the patient fell while at home. The patient was admitted to a different hospital than where the da vinci procedure was performed and expired several days after being hospitalized. The surgeon of the da vinci procedure did not know the patient's cause of death and stated that the fall event was not related to the da vinci robot. The surgeon stated that it was possible the patient sustained a liver laceration as a result of the fall; however, it was not provided how that was theorized. The surgeon declined to provide any additional information, including the name of the treating physician at the other hospital.

Manufacturer narrative:
No specific information regarding the procedure date was provided; therefore, no da vinci system or accessories log files or device history record are available. On 11/19/2024, the surgeon stated that the procedure had been performed ¿within the last 2 months¿. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent an inguinal hernia repair and fell at home a few days later, was admitted to the hospital, and eventually died a few days later for reasons that are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.